Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion was verified. The cause was determined to be the ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a downstream occlusion. The cause was identified to be an out of specification ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false downstream occlusion. There was no patient involvement associated with this event. No additional information is available.